Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to download the freestyle librelink mobile application. Due to this, they were unable to monitor glucose and experienced a loss of consciousness, however, no third-party intervention was reported. During the course of troubleshooting, customer was found to have an incompatible device. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to download the freestyle librelink app the user complaint reported an issue. The app can be downloaded from the google play store. Did not observe that the app would close when performing scan. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that they were unable to download the freestyle librelink mobile application. Due to this, they were unable to monitor glucose and experienced a loss of consciousness, however, no third-party intervention was reported. During the course of troubleshooting, customer was found to have an incompatible device. There was no report of death or permanent injury associated with this event.